Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle dislodged from swage three times. ¿several" others noted and not retained. Remaining suture has been quarantined, as suspicion of faulty lot. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/12/2024. H6 component code: g07002 no device problem found. Additional information: d4, d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received; a detached needle, a suture piece, and one needle suture piece per the product code 9001. This product code is double-armed. Upon visual inspection of the detached needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification, and no suture remnant was found. The suture piece was examined and the ends were noted cut probably caused by a surgical instrument. In addition, the needle suture piece was visually inspected, and the swage and attachment area were found as expected. The suture was examined and the end was observed cut. In addition, the functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.